Event description:
Unable to speak with the patient/layperson, this senor medical affairs specialist reviewed info documented by a customer care advocate, cca. A letter will be sent to the pt. The cca replaced the products. The pt complained that multiple control solution tests on his onetouch ultramini meter at 7pm in late 2008 were out of range, such as 147 with a range of 103-137. Allegedly, the pt developed symptoms of blurry vision and lightheadedness two hours after the issue began. Whether the pt also tested while symptomatic is unk. At 9:30pm, the pt obtained 405 mg/dl on another meter, brand not provided. The pt injected 60 units 70/30 humulin. It is not known whether or not this insulin is the pt's regular dose or includes supplemental insulin as treatment for the blood glucose result of 405 mg/dl. Although the info is limited, the complaint is MDR reportable as the pt reportedly developed symptoms that can be consistent with hyperglycemia and later took insulin as treatment after obtaining out of range control solution results.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.